Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of attune fixed bearing cr total knee due to patient pain. When it was attempted to remove the insert, the tibial tray broke free from the cement mantle with almost no adhesion of the cement to the tray. Patient consequence? : unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.